Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care user reported that during use of the device for the infusion of insulin, the adhesive portion of the infusion set did not properly adhere, resulting in the infusion set falling away from their body after 1 day. The home user also reported that they noticed that the clear adhesive was missing from the infusion set. No further adverse effects to user reported.